Event description:
It was reported that the patient had a tortuous calcified diffused diseased lad. The vessel was treated with a cutting balloon before placing two resolute integrity rapid exchange (rx) drug-eluting stents in the distal lad and mid lad. It was reported that the cutting balloon caused a proximal dissection, it was attempted to treat the dissection with a resolute integrity rx drug-eluting stent (3.5x26mm) however the device failed to cross the dissection. When the stent was withdrawn the tip was observed to be crushed. An attempt to cross same lesion was made with a non-medtronic device which also failed to cross. Two integrity devices were used to cover the dissection. No other clinical sequaele was reported. Device evaluation: the distal tip was slightly flared. The proximal pillow balloon folds were opened and disturbed. A number of struts on the 1st three distal stent segments were raised, overlapping and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent), patient's condition affected effectiveness of device (patient vessel/lesion morphology appears to have hindered delivery of the stent and resulted in stent damage). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (patient vessel/lesion morphology appears to have hindered delivery of the stent and resulted in stent damage). (B)(4).